Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture and "bia-alcl". Histopathological markers cd30+ and alk- have not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and rupture.

Event description:
Healthcare professional reported left side rupture and "bia-alcl". Healthcare professional later reported "patient doesn't have bia-alcl. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.2., b.5., h.6.